Event description:
It was reported that the handpiece overheated during a procedure. The procedure was completed with another device. There was no delay and no allegations of user injury or adverse consequences associated with this event.

Manufacturer narrative:
The device was received by the MFR, however the complaint could not be replicated. Based on the quality investigation, internal components were worn, so various components were replaced and the handpiece was returned to the customer.